Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00128. (B)(6). The device was manufactured between 08jan2019 and 10jan2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the device had leaked from the fillport. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported a large volume infusor leaked from the fillport. There was no patient involvement. No additional information is available.